Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-33, lot# va0nbqs, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-33, lot# va0tuzj, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's devices were currently shut off because the patient was not getting results and did not want the extra pain. Additionally the patient noted that they had to carry extra clothes and wear a double pad and liner even when the devices were on. The caller indicated the patient had discomfort in the area where the lead were and vaginal burning as well as tremendous pain in their tail bone area. According to the patient the pain felt like the same kind of pain that they felt when the device was on and there were instances where the pain was unbearable. The caller then indicated that the patient had been running a fever due to a viral cold, but the fever resolved after taking z-pac and tylenol. Furthermore the patient indicated that had a panic attack in the middle of the night due to the burning in their tail bone and that the patient is in a state of anxiety. The pain in the patient's lower back where reported to be where the leads are and that the night prior to the call the burning pain went from one hip to the other. The patient asked about infections and known adverse events were reviewed and that the patient would need to follow-up with their healthcare provider (hcp) to test for infection. Also reviewed was the effects of fall and trauma and the patient noted that their bladder was checked for cancer and found to be healthy. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.